Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10: date of concomitant therapy is (B)(6) 2023. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. 510k: this report is for an unknown screwdrivers/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent a posterior lumbar fusion surgery on (B)(6) 2023. After insertion of the right l4 screw, the tab of it broke because the insertion angle of a set screwdriver was misaligned. At the same time, threads on the l4 right screw also got damaged, and the surgeon had a strange feeling when engaging a rod. A new screw was used for the procedure because the right l4 screw could not be inserted properly. The new screw and rod were engaged successfully. After the surgery, it was found that the threads of the right l4 screw were damaged, and there were burrs on it. The surgery was completed successfully within a 30-minute delay. No further information is available. This report involves one unk screwdrivers. This is report 2 of 2 for (B)(4).